Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited an infection in the pocket. Subsequently the device was explanted and a new crt-d was implanted as a replacement successfully. This device has not been returned for analysis. No additional adverse patient effects were reported.